Event description:
It was reported that the magnetic resonance imaging (MRI) clinic did not follow recommendations for a patient with an implantable cardiac monitor (icm). Follow up with the patient's doctor revealed that the icm is at end of service (eos). The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.